Event description:
Pt had permacath dialysis catheter placed on 12/00. On 1/01 pt had chest x-ray for planned surgery. The cxr showed that the catheter tip had fractured and traveled to left lower lobe pulmonary artery branch. The lung tissue around the fragment is normal. The risks of trying to snare the fragment outweigh the benefits. The pt had no untoward effects. While the surgeon who ordered the cxr was aware of results, the radiologist who inserted the catheter was not made aware until 3/01 when pt came to have catheter removed. The radiologist contacted MFR and FDA and faxed a voluntary reporting form on 3/29/01 to the FDA.